Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. The reporter did not provide any contact info; therefore, follow up was not able to be conducted. This report was mailed to FDA on: (B)(4) 2013. (B)(4).

Event description:
A consumer reported via social media that after having multifocal intraocular lenses (iol) implanted bilaterally last year, the near vision improved, but the clarity of the vision was not as good as it had been with glasses. The reporter did not provide any contact info; therefore, follow up was not able to be conducted. There are two medical device reports associated with this event. This report is for the left eye.